Event description:
Riata 1581 lead with low r wave. In 2009 when device exchanged it was noted that the svc to can and coil impedance was 180 ohms. Dft's were ok through the device. The dr programmed the coil out. Reason for use: ventricular tachycardia.